Manufacturer narrative:
The peritonitis was manifested by turbid peritoneal dialysis effluent. The cause of the peritonitis was unknown. It was unknown if the patient was treated for the event with antibiotics. Should additional relevant information become available, a supplemental report will be submitted. Physioneal 1.5%.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The treatment and whether the patient was hospitalized for the peritonitis was not reported. Two weeks after onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, extraneal and physioneal therapies were ongoing. No additional information is available.